Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 09/17/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 evaluation: h3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code j603h. It was requested to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4)revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cervical cold cone knife procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke during suturing. Broken pieces of the needle were retrieved. No additional intervention was needed to recover the needle. There were no patient consequences reported. No additional information was provided.